Event description:
It was reported that the patient was experiencing cramping in the rib area. The patient had the device removed. During the removal, the doctor saw that bone started to grow over the lead and thought this was what caused the rib cramping. The database was sent in and the analysis revealed that the battery discharge and charge profiles were observed and revealed no anomalies. The history counters show a reset value within a normal range. The impedance measurements were observed to be within a normal range. The ipg appears to be working as expected. The explanted devices will be returned.

Manufacturer narrative:
The device is not available for return; therefore, a technical product analysis of the device could not be completed.

Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs paddle leads, upn: (B)(4), model: sc 8216 50, serial: (B)(4), batch: 7027075. Additional suspect medical device components involved in the event: product family: scs linear leads, upn: (B)(4), model: sc 2218 70, serial: (B)(4), batch: 7050102/ 7050121.

Event description:
It was reported that the patient experienced rib cramping. The physician explanted the devices and noticed that a bone started to grow over the lead and believed it caused the rib cramping. Database analysis for ipg revealed no anomalies.